Event description:
The reporter claimed the animas insulin pump has a history setting issue. According to the reporter, the setting within the subject pump is missing information in the ezprime screen when he gets the loss of prime warning. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the history setting issue.

Manufacturer narrative:
(B)(4): there were pump not primed warnings observed in the black box. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the sensor was detecting correct force. A 29 hours flow accuracy test was performed and the pump passed the flow accuracy test and found to be delivering within the required specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was opened and no damage was found to the force sensor circuit. The reported history issue was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.